Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - drill. No product was returned. A visual inspection was conducted on the customer provided pictures. Both drills show signs of use including marking/ scratching on the drill surfaces. In both cases the drills have fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The two-drill tip were broken when used on the mandible.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned drills. Both drills show signs of attempted uses including marking on both drill bodies. Further investigation showed that both drills fractured where the fluted portion of the drill meets the drill body. For both drills the complaint is confirmed. A determination cannot be made as to what caused the drills to fracture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h6 and h10.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: japan. Concomitant medical products: item #01-9181 , lot# 321206, 2.0 mm system contra drill 1.5x15.5mm stp. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00097.

Event description:
It is reported that the drill tip was fractured when used on the mandible during a procedure. There was a delay during the procedure of approximately ten minutes to change out the drill.